Event description:
The patient had epidural for c-section. The next day, after pt turning and changing positions, the epidural tubing became tangled and kinked in tape on pt's upper back . The tubing broke, but the catheter remained intact at insertion site.